Event description:
The bd saf-t-intima device was inserted subcutaneously. When trying to withdraw the device, great resistance was felt. During retraction, the needle came out through the side wall of the extension, tubing, resulting in a needlestick injury.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.